Event description:
It was reported that the device failed the volume accuracy testing. There was no patient involvement. The device was returned, and functional testing revealed the accuracy was within specification. However, the upstream occlusion seal was found to be buckled.

Manufacturer narrative:
H3: one device was returned for analysis. The event history was reviewed, and functional and visual tests were performed, but the reported issue was not duplicated. However, visual inspection found that the upstream occlusion (uso) seal was buckling. This indicated a reportable malfunction based on the uso seal. The uso seal was replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.